Event description:
It was reported that the pump touch screen was unresponsive causing the customer to complete a pump reset to continue insulin therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.